Event description:
It was reported that during a laparoscopic appendectomy procedure on (B)(6) 2025, the device had a 382 error message. They were able to complete the procedure using the same device, without any patient impact nor any delay to the procedure, as the device continued functioning.

Manufacturer narrative:
Device was returned to our us facility, and will later be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
Evaluation findings by the manufacturing site: the error description provided by the customer could be confirmed. The described failure code 382 is based on a defect of the temperature sensor which has an electronic defect. Error code 247 is related to an i2c communication error (patient hose heating). The additional error code 271 is caused by a timeout of the current flow sensor, but this error is independent from the reported issue and was not claimed by the customer. The findings on the patient connection are also independent from the reported error. This event is filed under internal complaint ID (B)(4).